Event description:
Reference number (B)(4). Event occured in germany. On (B)(6) 2025, a patient was admitted to the hospital due to complications with their infusion set. The primary issue was identified as a kinked cannula in the infusion set. Medical assessment revealed that the patient's blood glucose levels were critically high, reaching 600 mg/dl. Additionally, the patient's ketone levels were checked on four separate occasions. The report indicates that the problematic infusion set had been in use for three days before the incident occurred. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available